Event description:
It has been reported to philips that the exposure pedal on the foot switch required activation several times before it the device would expose. The system was in clinical use. No harm has been reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device had an exposure issue. Review of the log file showed programming error: device programming error, end of programming event, xray generator not received and validation of override failure error type, parameter out of range, msg channel: frontal, details: generator timeout during programming. The fse instructed the customer to reselect the procedure again as instructed in a user guidance message. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.